Event description:
During an im nailing of the right tibia the surgeon was inserting a distal screw with the new locking screwdriver. The screwdriver broke at the telescoping part where it meets the screw. It was reported that the young patient had hard bone. A traditional screwdriver was used to finish the surgery. No delay or patient consequence was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The returned devices design was reviewed and is adequate for its intended use. The design did not contribute to this complaint condition. The device is designed to withstand a torque of at least 5nm as that is greater than the average human hand torque, which is approximately 3nm. In some cases with hard-dense bone it is possible to generate torque greater than 7nm and the driver to fail. The device appeared to have failed due to a high torque load. The main driver tip is twisted approximately 30 degrees in the direction of tightening a screw. However, the insert tip is not twisted at all. This indicates that both tips were not fully seated in the screw as intended. The design risk assessment is adequate for the intended use.